Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a scheduled follow-up with complaints of pocket stimulation. Device interrogation revealed cap confirm on and turned it off. Noise on the atrial lead was noted on a sense amp in stored ams episodes. Noise was reproducible in clinic with isometrics. All other measurement were stable. Later, chest x-ray was performed. The patient did not experience any discomfort. The physician opt out of lead revision. The patient was stable.